Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was not feeling well throughout the day. The patient was throwing up and did not check any bg readings; however, they stated that the cgm readings were incorrect. The patient's parents provided the patient fluids while they were at home and does not remember cgm readings throughout the day. In the evening around 9:00-pm the patient was throwing up again, was pale and lethargic. The cgm was around 40 mg/dl. A bg was checked and it was around 400 mg/dl. The cgm was not calibrated. The patient drove the patient to the emergency room. When they arrived at the ER, the doctor checked the patient's bg and it was 738 mg/dl. The sensor and insulin pump were removed by the doctor. The patient was treated for diabetic ketoacidosis (dka) with fluids, IV insulin, IV zofran and after an hour the patient was treated with IV phenergan and IV benadryl. The patient was reportedly "going on a coma" but after a few hours, the patient's bg went down to 500 mg/dl and started to become alert. The patient was in the ER for 6-7 hours. Around 4:30-5:30am ((B)(6) 2025), the patient was transferred to the intensive care unit (ICU). The patient's bg was around 400 mg/dl. In the ICU, the patient was treated with fluids again, insulin drop and other medications that were not for dka. Around 3:00pm, the patient as given 28 units of lantus. The patient rested and was being monitored and bgs checked. After a few hours, the bg wet down to 440 mg/dl (unknown what the value was prior to this). Patient was given 13 units of lantus. Around 7:00pm, the bg went down a little and the patient was transferred to a regular room and feeling better. The patient stayed in the regular room overnight and around 4:00am (01/12/2025) the patient was discharged from the hospital. Prior to being discharged, the patient's bg was around 128 mg/dl. At the time of the report, the patient was doing better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.